Manufacturer narrative:
D4 and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received in used conditions, without its original packaging, decontaminated, inside a plastic bag. The returned sample was visually inspected at 12 to 16 inches and normal conditions of illumination. No failures were found in the sample provided. The cuff and pilot balloon of the returned sample were inflated using a syringe with air. The product was immersed in the water in order to detect any leakage. No air bubbles came out of the cuff or pilot balloon. The complaint for cuff leak failure mode was not confirmed. No root cause could be determined since the complaint was not confirmed, however current process mitigation for the failure mode reported were referred. No corrective actions are required since the complaint for the physical sample provided was not confirmed.

Event description:
It was reported that the customer put air in the cuff during the use of the product, but he felt the cuff inflated insufficiently. No patient injury was reported.